Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that a malfunction alarm occurred. Additionally, it was reported that the customer delivered a bolus prior to eating. As a result, the insulin affected customer's blood sugar (bg) before the food did and customer's bg subsequently fell to 50 mg/dl. Low bg was addressed by consuming carbohydrates. The customer continued to use the pump for insulin therapy and had an alternate method of insulin therapy as back-up.